Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of siliconomas, seroma late lymphadenopathy, are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. Reason for reoperation: folds, rupture and cysts.

Event description:
Healthcare professional right side folds, rupture and cysts. The device has been explanted.